Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had appearance of greenish blue urine in the first few days after balloon insertion. Device was removed and replaced.

Manufacturer narrative:
Device summary evaluation: a visual examination was performed on the returned device, and noted the balloon was received deployed. One opening was observed on the posterior portion of the balloon shell. Blue particles were noted on the inner surface of the balloon shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the device valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from two separate openings on the balloon shell: one opening was located on the radius of the shell, and one opening was located on the posterior portion of the shell. Under microscopic analysis, both openings on the balloon shell were noted to have striated edges, consistent with damage from a surgical tool. No particles or foreign material were noted in the valve channel.